Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault. The transducers were calibrated and the exhalation differential transducer failed. There was no patient involvement at the time of the incident.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue could be confirmed and duplicated in a laboratory setting. The exhalation differential pressure transducer (pt 802) has failed. This issue will be internally investigated within carefusion.